Event description:
Information was received from a patient and manufacturer representative, regarding patient's implanted neurostimulator (ins). High impedance was reported. Return of pain was reported. Contacts 0, 1, 2, 3, 8, 11, 12 and 14 were 40,000. The cause was unknown. Impedance check done, reprogrammed around high impedance contacts, able to capture pain areas.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2022, product type lead. Product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2022, product type lead . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the system was replaced on (B)(6) 2024. And replaced with a competitor's device and the explanted devices were disposed of. The issue was resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that impedances were out of range. Patient had overstimulation with certain movements, and lack of pain coverage. . On april 18, reprogramming was done to correct impedance issue. However, patient presented back to the clinic on may 23 with continued pain and decreased pain coverage with his scs. Due to ongoing impedance issue making it difficult to reprogram, patient will be moving forward with lead replacement and ins explant.